Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was that the air/o2 blender inside the device's gas delivery engine (gde) was malfunctioning. Carefusion issued a return goods authorization (rga), number to the distributor in south africa for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of the july 08, 2015, the alleged faulty gas delivery engine (gde) has not been received.

Manufacturer narrative:
Results of investigation: the suspect gas delivery engine (gde) was returned to carefusion's (B)(6) service depot for further investigation. The gde was tested and the originally reported issue was duplicated in the laboratory setting. The blender within the gde was determined to the be the cause of the oxygen delivery inaccuracy and the blender was replaced to resolve the reported issue. The gde was tested and now operated to manufacturer specifications.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA.

Event description:
The distributor in (B)(6) reported that while on a patient, the device's delivered fio2% was different than o2% setting on the device. The patient was removed from the device and placed on another device. There was no allegation of harm to the patient. The distributor in (B)(4) also reported that when they tried to calibrate the device's air/o2 blender, it was not responsive.